Event description:
It was reported that during the device eval conducted at the manufacturer, the drill attachment overheated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and an overheating condition was discovered. Internal components were evaluated and the nose bearings were found to contain corrosion and debris. Buildup of debris within the bearings will cause friction, which results in heat being generated. The corrosion and debris is most likely caused by improper cleaning/sterilization techniques. The device could not be repaired and was discarded.